Event description:
During an open rotator cuff repair the suture broke when sliding the knot using a knot pusher. The anchor did not fit back into the inserter and could not be removed and remains in the patient, embedded in the bone. A competitor's device was used as a back up. A delay of forty-minutes resulted. The insertion site was not pre-dilated.